Event description:
The initial reporter received a questionable calcium gen.2 result from one patient sample tested on the cobas pure c 303 analytical unit. On (B)(6) 2025: the initial result was 2.59 mmol/l. On (B)(6) 2025: the repeat result was 1.85 mmol/l. The initial result was deemed correct.

Manufacturer narrative:
The cobas pure c 303 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The customer stated that the qcs were within the specified ranges. The alarm trace had multiple insufficient sample alarms on the date of event; these are consistent with pre-analytical issues. The field service engineer (fse) inspected the analyzer, cleaned the water reservoir, and performed successful calibration using fresh calibrators and qcs. The investigation determined the event was consistent with a hardware issue and a preanalytic issue at the customer site (preanalytics are within the customer's responsibility). The investigation determined that the service actions resolved the issue.